Event description:
A physician reported that after cataract surgery by using an irrigation/aspiration (I/a) handpiece and phacoemulsification handpiece, a patient experienced severe endophthalmitis or toxic anterior segment syndrome (tass) with functional loss of eye. Additional related information was requested but has not been provided to date. Additional information received indicating that the cataract surgery was completed without complications. The patient presented with endophthalmitis two days after the surgery. The patient presented with conjunctival inflammation: 3+; cells in the anterior chamber: 3+; fibrin in the anterior chamber; and hypopyon. The patient had pain, edema of the upper eyelid, and cyclitic membrane preventing examination of the vitreous. The patient went to the emergency room and was hospitalized for seven days and had intravitreous injection of antibiotics, glucocorticoid bolus injection, intravitreous injection of corticosteroid, steroid in sub conjunctival form. The action was effective. The patient¿s visual acuity recovered to normal and all the symptoms have been resolved. This is the third of three reports for the reported event from this facility.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in sections h.6., and h.10. The product was not returned for analysis. Intraoperative risk factors may be associated with an increased incidence of postoperative endophthalmitis. These include inadequate disinfection of the eyelid or conjunctiva, vitreous loss, or unplanned/unapparent ocular penetration. There is no evidence that the design or manufacturing of system or equipment contributed to the reported event. The root cause for the reported complaint appears to be a coincidental event that was unrelated to the product, clinical information review performed by the manufacturer speaks to potential causes and no evidence have been found that the reported product contributed to the event. Based on the results from the product history record, the products met release criteria. There have been no other complaints for this lot. Investigation has been completed based on current information. No further action is warranted at this time. The manufacturer internal reference number is: (B)(4).